Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial flutter with an ez steer¿ thermocool® nav bi-directional catheter and suffered a heart block av requiring a surgical intervention. During ablation, the patient went into complete heart block. Remainder of procedure was aborted. A permanent pacemaker was inserted. Patient did not require extended hospitalization as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition.